Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed to shock during a patient use event. There was no reported adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. Therapy connector j16 pins had lifted, leading to failed charge button tests during operational check.